Event description:
Customer called minimed on may 25, 2000 and informed that they, on may 25 during use of their infusion set, had observed that their infusion set was leaky at the tubing /luer connection. 1 used smaple had been returned for analysis.